Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The electrical continuity test passed. No insulation or thermal damage was observed. Instrument was placed on system and tested for energy activation. No faults or error messages appeared during in-house testing. Grounding pad with wet paper towel began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. Additional observation not reported was that the instrument was found have a derailed yaw cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Additional observation not reported was that the instrument was found have the plastic proximal clevis broken. Broken pieces are missing as result of breakage. Size of missing piece is approximately 0.12 x 0.03" and 0.14" x 0.02" respectively. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Additional observation not reported was that the instrument was found have the distal clevis broken. Broken pieces are missing as a result breakage. Size of missing piece is approximately 0.04 x 0.02" and 0.06" x 0.03" respectively. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument had cautery issue relating to bovie failure. The procedure was completed with no reported injury.